Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an meniscal procedure, the first pass thread catcher broke off in the joint. All pieces were removed using tweezers. The procedure was completed with a non-significant surgical delay using a smith and nephew back-up device. No further complications were reported. Current status of the patient is good.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The suture capture is missing and was not returned. The outer barrel is bent. Bio debris is present. There is no other visible defect. A functional evaluation showed pulling the lever will close the jaw and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the provided photo was reviewed and shows the broken piece with thread; however, based on the limited information provided no clinical factors were found which would have contributed to the reported breakage. An analysis of the customer provided image found the suture capture separated from the tip, and next to the upper part of the firstpass mini straight. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: excessive force, tissue thickness or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. Our clinical investigation concluded: the provided photo was reviewed and shows the broken piece with thread; however, based on the limited information provided no clinical factors were found which would have contributed to the reported breakage. An analysis of the customer provided image found the suture capture separated from the tip, and next to the upper part of the firstpass mini straight. The root cause was associated with unintended use of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.